Manufacturer narrative:
The physician is not alleging a device malfunction contributed to or caused the reported bleed and esophageal laceration. The esophyx device was not returned to endogastric solutions (egs) for evaluation. The physician reported the use of the bougie was the likely cause of the reported bleed and esophageal laceration, however no root cause was identified during egs' investigation. This event is reportable due to the change in the patient's care plan associated with the reported bleeding and esophageal laceration. Based on the available information received by egs, the cause of the reported bleed and esophageal laceration may be due to the use of the 60fr bougie, however no root cause was identified. Thus, it is unknown if the hhr procedure, tif procedure, use of the bougie, or a combination of events contributed to or caused this adverse event.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted either laparoscopically or robotically, followed consecutively by a transoral incisionless fundoplication (tif) procedure). One 60fr bougie was used prior to the insertion of the esophyx device to dilate the esophagus. During the tif procedure, the tif physician noted large amounts of blood in the patient's stomach originating from the esophagus. The tif procedure was completed and the esophyx device was uneventfully removed. During the post-tif endoscopy, no bleeding was noted at the sites of the tif fastener deliveries and an approximate 4cm esophageal laceration was noted distal to the cricopharyngeus. The tif physician injected 4cc of epinephrine at multiple esophageal locations to treat the bleeding. The patient was reportedly admitted overnight out of abundance of caution. The patient was discharged (B)(6) 2024, and as of (B)(6) 2024 is doing well.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to this medwatch report: d6a - implant date was added. Updated g3- date received by manufacturer merit medical. Updated/replaced g code to include 788.